Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated by tech services. Glidescope cobalt video baton 3-4, catalog: 0570-0185, (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, they were unable to get any visual on the screen. A delay in the procedure of a few minutes occurred while a working glidescope was obtained. No harm to patient or user was reported.